Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: two actual devices were received for evaluation. A visual inspection was performed, and it was noted that there were cracks on the housing. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) interlink system injection sites were cracked. It was observed that the sets were used (cannula inserted) and it was observed that they were cracked. It was unknown if a patient was connected for therapy at time of these events. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.